Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As the device was not returned for evaluation, the root cause for the degeneration, insufficiency, and stenosis remains indeterminable. However, patient related factors and progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm pericardial aortic valve, implanted nine (9) years, eleven (11) months, nineteen (19) days, was explanted due to severe insufficiency and stenosis. The explanted device was discarded and replaced with a 23mm pericardial aortic valve. Per obtained medical records, the patient presented with increasing symptoms of heart failure and chest pain. He had paroxysmal nocturnal dyspnea and dyspnea on exertion (nyha class iii). The patient underwent re-do aortic valve replacement, CABG x1, and atrial septal defect closure. Intraoperatively the valve was found to be severely degenerated. The valve was excised and replaced with a 23mm pericardial aortic valve. Tee showed a well-functioning prosthesis with no paravalvular leak and a left ventricular ejection fraction of 70 percent. There was coagulopathy which was controlled. The patient tolerated the procedure well and was transferred to the ICU. The patient was discharged in good condition on post-operative day seventeen (17).